Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate therapies. Upon interrogation, the implantable cardioverter defibrillator exhibited noise. Additionally out-of-range lead impedance measurements were found. The device was explanted and replaced. After the implant of the new device lead impedance measurements were normal. The patient was stable during and post-procedure.

Manufacturer narrative:
The field event of noise noise on all channels, inappropriate high voltage shock, and high impedances were confirmed. Interrogation of the device revealed the device was at eri when received. Analysis of the device isolated the cause of the events to an anomalous capacitor to the electronic circuit board connection

Manufacturer narrative:
Correction: this supplemental report is to correct the previously submitted report to include patient symptoms prior to procedure.

Event description:
Correction: new information received indicated that the patient fell after receiving inappropriate high voltage therapy. The patient had issues with their left arm and their upper back was weak as a result. New information received on 03/13/2019 indicating that the patient experienced dizziness and confusion post procedure.

Manufacturer narrative:
Correction: the explant date should have been (B)(6) 2018 rather than (B)(6) 2018.